Manufacturer narrative:
Concomitant medical devices: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving saline via an implantable pump. The indication for use was spinal pain. On 07/31/2015 it was reported that the patient was having the device system explanted in early (B)(6) 2015; the reason for the explant was unknown. On 08/19/2015 additional information was received from a healthcare professional and it was reported that the patient did not feel that the pump was helping. The patient did not want to work with the providers to manage and was refusing ua (urinalysis). The pump was filled with saline. Per this reporter, "this is not a pump issue", it was "all patient". "Pump is fine".